Event description:
Patient (user) reported going to the hospital for a uti and staying for 4 days. He was treated with an IV antibiotic and has fully recovered. There was no cause given to him by his doctor. The patient stated the catheter did not cause the infection.